Manufacturer narrative:
MFR's device analysis: one (1) used 20130-01 spiros connector attached to alaris pump set (model/catalog # unk). Functional testing was performed. The spiros and alaris set exhibited no attachment issues. The spiros and alaris set were leak tested, in the activated and inactivated positions at 20 psig. The results recorded no leakages or flow issues. Add'l testing was then conducted replicating set-up at 36" head height for 3 hours. The results recorded no leakage or flow issues. Add'l engineering eval of the returned spiros connector component(s) identified no abnormalities and/or out of spec conditions. Conclusion: unable to replicate the reported leakage problem and or confirm a mfg defect. The exact cause of the event cannot be determined at this time.

Event description:
Complaint rec'd reporting attachment/leakage issues with use of one (1) 20130-01 spiros connector and alaris tubing set. It was reported that on (B)(6) 2010 there was a "... Taxotere chemo leak (est.) 100 cc from the spiros and tubing attachment." The chemo did leak on the pt, who was treated via hosp protocol (topical cleansing solution) and experienced no adverse symptoms. Add'l statements made that "it could not be determined how much chemo pt had actually rec'd, dosage was compromised." The nurses attending to the clean-up of the spill experienced headaches, throat and chest irritations which did subside.